Event description:
It was reported that the 9600 system had a charger error and saturation fault error during a case. The procedure was completed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The batteries were recharged during the service call. The system was tested and found to be working as intended and put back into service.